Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code remained applicable based on inability to identify product anomalies or patient harm.

Event description:
It was reported that this pacemaker would not connect to the communicator. Technical services (ts) recommended clinic follow up to resolve. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information review. Additional information was received that the patient with this pacemaker felt dizzy and went to the emergency room. The pacemaker was explanted and replaced due to operating in safety mode. This device has not been received for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker would not connect to the communicator. Technical services (ts) recommended clinic follow up to resolve. This device remains in service. No adverse patient effects were reported. This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information review. Additional information was received that the patient with this pacemaker felt dizzy and went to the emergency room. The pacemaker was explanted and replaced due to operating in safety mode. This device has not been received for analysis. No additional adverse patient effects were reported.